Event description:
It was reported that there were two sudden brady response (sbr) episode for this pacemaker device. The patient was symptomatic, however episodes were not stored. The health care professional (hcp) confirmed the device settings and discussed possible programming options. The hcp will be further discussing with the physician. This device remains in service. No adverse patient effects were reported.